Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by the reporter. Event date: unknown. This report is for five unknown locking screws (partial part number 212.1xx). Complete part and lot numbers were not provided by the reporter. UDI# is unavailable. The original date of device implantation is unknown and was about 6 months prior to the date of this report. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. The 510k #: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2016 to treat a distal tibia fracture due to pain and non-union. The original date of device implantation was about six months prior to the date of this report. The patient initially suffered a segmental fracture that involved the distal tibia shaft and the pilon which was treated with 3.5mm locking compression anterolateral plate. On an unknown date during a follow up visit with the surgeon, x-rays were taken. The distal portion of the fracture, the pilon, appeared to have healed. The proximal portion of the fracture, located in the distal third of the diaphysis, appears not to have healed (non-union) and the patient was still complaining of pain while full weight bearing. The plate was removed during the (B)(6) 2016 revision surgery along with five cortex screws and five locking screws. The devices were removed intact and there were issues no with removal of the hardware. The patient was revised with a synthes tibia nail and the surgery was successfully completed without surgical delay. This report is for five unknown locking screws (partial part number 212.1xx) this report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Partial brand name is 3.5mm locking screw, self-tapping. Length is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.